Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient had been pronounced dead at the emergency room of the receiving hospital. It was not until after the patient had expired that the lvad implanting center was notified. The patient's cause of death was not reported to the manufacturer.